Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been waking up with blood glucose values above 400 mg/dl for the past week. The patient stated that his insulin pump would continue to alarm no delivery despite several set changes. The patient does not believe the infusion sets are working properly, and that they do not last 2-3 days like they are supposed to. A prime was initiated but the insulin pump alarmed no delivery at 4.0 units. The patient stated that he began to treat by manually pushing insulin into his body with the plunger and tubing. The insulin pump was not returned for analysis.